Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device by omsc confirmed the followings; the reported event was not reproduced. The manufacturing history (DHR) confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by the failure of the ltf-s190-10 or poor contact between the ltf-s190-10 ,and the device. If additional information becomes available, this report will be supplemented.

Event description:
During a laparoscopic rectal resection with ltf-s190-10, endoscopic communication error (e226) occurred. The user restarted the device and completed the procedure. There was no report of patient injury associated with this event.